Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists death as an adverse event that may be associated with the use of heartmate 3 lvas. A direct correlation between the device and the reported bowel ischemia, as well as patient outcome, could not be conclusively established through this evaluation. An autopsy was not performed, and the device is not available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient passed away after 22 days of being supported by the left ventricular assist device (lvad) due to a progressive bowel ischemia. No device issues were reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.